Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4) product analysis: console (s.no: (B)(6)) unable to confirm the reported fault. Imdrf codes: img g02030, fdd a090804, fdr c19, fdc d14 fdm b01 product analysis: patient interface (s.no: (B)(6)) evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Imdrf codes: fdd a090804, img g02005, fdr c21, fdc d16 fdm b21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation the device had intermittent issues of artifact noise creating confusion between what is actual response. No stim return was functioning. Hcp plugged electrodes back in patient interface box. Switched positive and negative for troubleshooting. There was normal monitoring able to be continued with no issues even if there is noise. There was no patient impact.

Manufacturer narrative:
Product analysis: patient interface (s.no: (B)(6)) analysis found that the unit presented with 1.4.3 and dead batteries. Previous code b21, c21, d16 and g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.